Manufacturer narrative:
The user guide states: not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 560 mg/dl and a correction bolus via the pump was delivered in an attempt to address the bg level. The customer was admitted to the hospital for diabetic ketoacidosis and was treated with an insulin drip. During troubleshooting with tandem technical support, the pump time was off by 1 hour and air bubbles were found in the tubing. The customer stated that the pump time had not been updated since the (B)(6) 2016 daylight savings. The customer also stated that the cannula on the non-tandem infusion set was found to be bent after it was removed. Although requested, the customer's discharge date was not provided.